Event description:
The customer reported a leak of approximately 5mls of green fluid coming from under the tray of the bsv on the coulter lh 750 hematology analyzer, and the rinse block was also loose. The leak was not contained within the instrument. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) confirmed the leak and the loose rinse block. The fse replaced the rinse block resolving the reported issue. (B)(4).